Manufacturer narrative:
Concomitant product: 4058 lead, implanted: (B)(6) 1990.

Event description:
It was reported that the patient presented asystolic with loss of capture and high impedance on the right ventricular (rv) lead and required cardiopulmonary resuscitation. The patient was taken to the catheterization laboratory where it was confirmed that the lead was not fully inserted into the header of the cardiac resynchronization therapy defibrillator (crt-d). The lead was reinserted and tested normally. The lead and crt-d remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.